Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) and monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the pins inside the trunk cable connector were bent. In addition, as received, the belt receptacle on the monitor was detached from the monitor case. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the bent pins on the electrode belt and the damaged receptacle on the monitor. The root cause of the bent pins is physical abuse. Root cause investigation into the damaged receptacle is ongoing under an existing internal corrective action. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.